Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, there was post-sense t-wave oversensing (twos) observed. Previous reprogramming was performed for the twos, however the issue was not resolved. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.